Event description:
The customer contact reported the ac power cord receptacle was melted and charred. The pump was returned to the biomedical engineering dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ac power cord plastic receptacle was melted, charred and the prong was missing that attaches to the white wire. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The power cord was identified as part of a customer notification dated aug 19, 2009. (B) (4) (B) (4)